Event description:
It was reported the physicians are experiencing difficulty when placing cvc catheters into the pt's right internal jugular. The catheters are being placed and only sutured at the box clamp. When the pt is transferred to ICU and they are hot and moist the catheter is starting to slip out leaving the clamp attached and the catheter slowly pulling out. There have been no pt complications reported. It was noted there was discussion at the hosp about the impregnated 3m dressing they use actually causing the catheter to slip out when only the box clamp is sutured. The ER physicians are going to be creative when suturing and the ICU is going to be more diligent in watching for possible problems when pts first arrive to the unit. F/u info received on (B)(6) 2012 states the physicians use ultrasound for the placement of the cvcs and are using gel which gets on their gloves. This results in the line becoming slippery and causing the catheter to slide through the sutured intact box clamp. It was also noted this has been happening for the past 6 months and the hosp changed to the 3m chg dressing 6 months ago so they feel the issue is due to the tape.

Manufacturer narrative:
(B)(4). Sample will not be returned.